Manufacturer narrative:
(B)(4): this customer reported that the device did not work as expected in the AED mode. There was no report of any negative patient impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that the device did not work as expected in the AED mode. There was no report of any negative patient impact.